Event description:
It was reported that the pump touch screen was unreadable. The customer's blood glucose (bg) level was 543 mg/dl. As a result of high bg, paramedics were called and transported customer to the emergency room. Customer was subsequently admitted to the intensive care unit with diabetic ketoacidosis and had ¿scratches on their body¿. It is unknown if ketone level was life threatening. Customer was treated with intravenous fluids of saline and insulin and was discharged from the hospital on (B)(6) 2025 with no permanent damage, and the issue resolved. Reportedly, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.